Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer, leakage observed from the bottom side of the safestep port needle, patient was administered chemotherapy using another safestep port needle. Noticed this happens when patient is in hospital for 3-4 days with port needle inserted in chemo-port. If patient is administered chemotherapy and discharged same day, it does not happen. There was no impact to the patients or hcps. It was reported this occurred with two devices. This report addresses the second device.